Event description:
It was reported that when a patient stepped on the patient step to access the table, the table tub with patient step disengaged from the table. The patient did not fall and was not injured as a result of the table tub/patient step detaching.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation is completed, the field engineer identified 6 screws in the front row had threads stripped and 2 screws were found missing in the bottom pan mounting. The screw thread stripping occurred due to the overloading in the front row screws which was caused by deformation and missing screws in the bottom pan. The deformation will lead to uneven seating in the mounting surface of the bottom pan and due to this the loads will not get distributed uniformly to all screws and therefore more loads acted on the front row screws caused threads to strip. The site was corrected by replacing with new a new bottom tub part. No further actions are planned at this time.